Event description:
It was reported that oversensing on the ventricular channel was observed. As a result inappropriate therapy was delivered. Chest x-rays were recommended for possible lead dislodgment. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.